Manufacturer narrative:
Analysis of the desktop charger (s/n:(B)(4) ) revealed that the connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). The rep reported that the recharging cord has a broken plug-in pin. The patient cannot recharge the recharger (insr) and is unable to power up the recharger. The rep stated that the patient is depleted but not in over discharge. Email sent to repair. No further complications were anticipated/reported.